Event description:
It was reported that this right atrial (ra) lead displayed a yellow alert for the right atrial automatic threshold (raat) test detected as greater than programmed amplitude or suspended. Technical services (ts) also noted possible atrial undersensing and an episode of inappropriate therapy, as the ventricular rhythm appeared greater than the atrial rhythm. However, ts indicated this could have also been real ventricular tachycardia. Ts recommended evaluating the leads with cardiology. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).